Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had issues where the screen flickers occasionally when it was powered on, and it could not start normally. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d5, e2, e3, g2 (user facility), correction to g3: of the initial medwatch. The aware date should be (B)(6) 2024. The device was returned to olympus for inspection. And the customer's complaint of an occasionally flickering screen was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was not determined. However, it is surmised, that the screen flashes and cannot start normally, was due to a faulty circuit board. Olympus will continue to monitor field performance for this device.